Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported while on vacation in (B)(6) she was at the hospital for 12 hours with her blood glucose reading at 48 mmol/l (864 mg/dl). At the hospital she was placed on an insulin infusion. No additional details noted.

Manufacturer narrative:
The returned product was evaluated and found corrosion on the pcb and battery stacks. Cracks were identified on the upper housing. No leaks were discovered in the fluid path. The pod was found to have terminated in a hazard alarm, which indicates that the processor was reset for an unknown reason. A hazard alarm is safety feature not considered a malfunction. The root cause of the alarm could not be determined conclusively. No product defect or deficiency that would have contributed to the reported hyperglycemia and ER (emergency room) visit was found.